Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the battery pack and leads were removed secondary to battery malfunction and refractory pain syndrome. The manufacturer representative had tried several programs and all seemed like the patient¿s body was already used to them. Turning up the ¿rate or gain¿ on the leads seemed to have caused abdominal discomfort and gave no coverage to the most painful area on the left side hip region. It did provide optimal distraction and coverage to the left thigh, calf, and dorsum. The battery pack area was uncomfortable and was starting to give off ¿a frequency of error messages¿ and was not charging at all. The patient¿s ¿orthopedic¿ expressed interest in performing an MRI. The implantable neurostimulator (ins) was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.